Event description:
It was reported that the system intermittently locked up, and lost saved images. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The pcbs were reseated. The system was tested and found to be working as intended and put back into service.